Event description:
(B)(6) study. It was reported that aortic valve endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was not on any prior regimen of antiplatelet medications at the time of the index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, as directed by the instructions for use. Subsequent deployment of a 25 mm lotus edge valve involved repositioning of the lotus edge valve with complete resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Two days later, the subject was discharged on aspirin and clopidogrel. Event summary: in (B)(6) 2019, 317 days post index procedure, echocardiogram report revealed positive mitral valve vegetation and possible aortic valve vegetation with mean pressure gradient of 21.6 mmhg, no aortic regurgitation was noted. Lab test revealed positive blood culture of streptococcus mutans. A peripherally inserted central catheter (PICC) line was placed and vancomycin and ceftriaxone were given intravenously. The subject was discharged the next day. At the time of reporting the event was considered to be not recovered.